Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips the ac connection and battery charge leds do not turn on when they should. There was no patient involvement.